Manufacturer narrative:
E1 initial reporter phone: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a system fault. There were no reported customer damages, and the issue was not related to physical damage/abuse. The event occurred during testing, and there was no delay in therapy. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
H3: this compliant does not require further investigation. The cadd-ms 3 devices stopped being manufactured in june 2017 and are considered a mature platform. The product line is not expected to incorporate further design enhancement. Based on its long-standing status as an active device with documented complaints, investigations and risk assessments, product complaint investigation activities are not expected to identify new failure modes that might require new actions / controls / mitigations.